Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr angioseal evolution device was returned for evaluation. No accessory components were returned with the device. The returned device was subjected to visual analysis. The hemostatic sheath was properly mated with the deployment sleeve of the evolution, which was in the rear lock position with the color bands exposed. Approximately 0.75" of the carrier tube assembly was exposed. There was no portion of the compaction tube outside of the carrier tube assembly. 1" of the suture was exposed. To view the gearbox assembly and ensure that the internal mechanisms function, the upper handle was removed. While handling the device there was squeaking heard indicating that two plastic parts, such as the deployment sleeve and the upper or lower handle, were rubbing. Examination of the gearbox assembly the revealed that nearly 2.729" of the rack was in the proximal positon. There were no gross damage noted to the gears or the misalignment of the gears. At least four turns of suture were present on the spool indicating that not all of the suture had been released. Functional testing was then conducted with the gearbox assembly to identify if there were any anomalies that may have made the gears immobile. No abnormal resistance was experienced during this testing. The distal end of the suture was examined for any anomalies. The suture appeared evenly cut as though the suture was exposed to a sharp edge. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find six other reports with the involved product code/lot# combination. See MDR 2243441-2017-00170, 2243441-2017-00171, and 2243441-2017-00172 for the three other devices that were reported in this complaint. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported it seemed there were three devices from lot 5861155 were from the same batch. A doctor at union used one, then another doctor at union used two from the same batch with the same problem. According to the doctors and the nursing staff, "the plug (anchor) come out while pulling the device to deploy." Then on a later date a different doctor used an evolution 6f angio seal c610136, with the exact same problem, but from a different batch lot; 5923935. It seems, as the doctor pulls the angio seal device to deploy the device, the suture breaks away from the anchor and then the hole device pulls out without deploying the collagen. It was reported that there was no harm to the patients. Manual compression was held to reach hemostasis. Hemostasis was achieved through manual compression, afterwards the patient was reported to be fine. No blood loss reported. Additional information was received on 10/13/2017. While the doctor was deploying the device the suture broke, but he did see the anchor pulling out as well, so he has retrieved both.